Manufacturer narrative:
(B)(4). A wallflex fully covered biliary stent and delivery system were received for analysis. The stent was received fully covered and undeployed. Visual inspection was performed and it was observed that the outer blue sheath and outer clear sheath were kinked, and the inner shaft was kinking out of gas (guidewire access sleeve). The outer sheath was stretched out in the gas section and the gas ramp was lifted. The stent cover was found damaged. During functional inspection, it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed by gripping the outer sheath and pulling the tip distally. No other issues with the stent and delivery system were noted. The reported event of device difficult to advance guidewire was confirmed. The investigation concluded that reported events and the observed failures were likely due to factors encountered during the procedure. It is possible that the technique used by the user, the interaction of the device with the scope and/or the patient anatomy caused the physician to use force and limited the performance of the device contributing to the reported event of device difficult to advance guidewire and the observed failures to the outer and inner sheath. Additionally, it may be that the stent partially deployed and the interaction with the scope caused damage to the stent cover. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was used to treat a cholangiocarcinoma during a biliary catheterization with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the guidewire was unable to advance through the catheter. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent cover was damaged.